Event description:
During an unk procedure, an unk error code was received. They switched out the hand piece and then the nurse wiped off the blade and the smooth part of the blade fell off into her hand. Another device was used to complete the case. There was no pt consequence.